Event description:
The inventor and retailer of the fasciablaster indicated no adverse reactions and no health risks. She reported pain relief from arthritis and fibromyalgia. After some research, I purchased the fb. I have a history of autoimmune disease and a connective tissue syndrome, as well as both gynecological and thyroid hormone problems, but have been largely in remission for about 5 years and was looking for pain relief from arthritis, tendinitis, and fibromyalgia. Since no contraindications were mentioned, in fact were dismissed entirely. I had no idea that the extremely heavy and painful period that came two weeks early and 5 days after my first "blasting" were related. Over the next 6 weeks, I experienced a recurrence of my hashimotos and had my periods every two weeks, as well as ovarian cyst ruptures. (B)(6) contends that it's detox and to keep going through it, as it's worse before better. Unfortunately, the hashimotos gave me brain fog, unclear thinking and extreme exhaustion, so I wasn't thinking clearly to realize that is nonsense. I ended up having severe pain and bleeding, so bad I thought I was having a miscarriage, before I put 2 and 2 together and stopped blasting. (B)(6) protocols changed constantly, so I opted for the least intense. I blasted every few days, only one body part at a time, very lightly and only managed about 6-10 strokes. Now, I am a person very familiar with detox symptoms and get therapeutic massage regularly, with great results. I have a meticulously clean diet to maintain my health, and I take zero pharmaceuticals, so I believed I'd be a perfect candidate for the fb. I wasn't using it for cosmetic purpose, solely for pain management. I was completely blind sided, and only discovered the bpa after using it. I can only guess that the bpa may have adversely impacted me, since I didn't have baseline blood work done before using this massage tool. This tool was advertised as FDA approved, 100% safe, with zero contraindications or risks. It was promoted to heal various disease. Since purchasing and returning, I've learned that is misleading. It isn't FDA approved as a safe medical device, as was implied. It is FDA registered, I guess, and I've since learned those are different. I believe the marketing of this tool is intentionally misleading in that aspect, and (B)(6) claims to treat pts, so I assumed she is a licensed dr or physical therapist. She is neither, and makes wild claims to support her theories, which led to significant physical harm for me. I feel foolish and embarrassed for believing it all, in hindsight. And I wasn't going to report, because I think I should pay the price for my foolishness. But discovering that it's intentionally marketing in a misleading fashion, and the terms have since been updated to include harms, risks, and bpa. I went ahead and spoke up. It took a month for my body to return to normal, and I'm still recovering from the hashimotos two months later.